Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 56 mg/dl. The customer stated that she was connected to the infusion set during the manual prime. The customer declined troubleshooting at the time of the call as the customer was not feeling well. Advised the customer to call back at her convenience. Also advised the customer never to be connected to the infusion set during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.